Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 6 required replacement the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the main full height drawer 6 replacement. A field service engineer (fse) powered off the station, removed full height (fh) drawer 6, and replaced a couple of boards. The drawer powered on, but the drawer board still failed, and the fh drawer did not appear in hardware test application (hta) or storage space configuration. It was determined that the drawer board or the entire drawer needed replacement. The hospital had another drawer in an auxiliary unit and the fse used a functioning fh from that unit to replace the faulty one. The system functioned as intended after the field service engineer repaired the device.